Event description:
It was reported that one of the leads, exhibited high impedances and unable to be placed in MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
D6a -date of implant is (B)(6) 2023. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient had high impedances on both leads and patient underwent surgical intervention, wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.